Manufacturer narrative:
(B)(4). The rt041m non-vented hospital full face mask features a mask base, seal, and headgear. The mask is an oronasal patient interface for use as an accessory to therapy devices providing non-invasive bi-level or continuous positive airway pressure support therapy. This mask is for spontaneously breathing adult patients with respiratory insufficiency or respiratory failure who are suitable for non-invasive positive pressure support therapy in a hospital or clinical setting. Method: the complaint rt041m non-vented hospital full face mask was not returned to fisher & paykel healthcare for evaluation. Further information on the reported event and patient consequence was requested, however no response was provided. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the healthcare facility reported that the seal of a rt041m non-vented hospital full face mask disconnected from the mask frame. Conclusion: the complaint device was requested for investigation, however it was not provided for analysis. Without the return of the complaint device, we are unable to determine the cause of the reported event. The rt041m full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken during the manufacturing process to ensure the products meet or exceed the required detachment force. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041m non-vented hospital full face mask. It also states the following: "operating pressure range: 5 - 25 cmh2o." "This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death." "In the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube."

Event description:
A healthcare facility in france reported that the seal of a rt041m non-vented hospital full face mask disconnected from the mask frame. There was no reported patient consequence. Further information with regards to the reported event was requested from the healthcare facility.

Manufacturer narrative:
(B)(4). The complaint rt041m non-vented hospital full face mask is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in france reported that the seal of a rt041m non-vented hospital full face mask disconnected from the mask frame. There was no reported patient consequence. Further information with regards to the reported event was requested from the healthcare facility.